Event description:
It was reported that an unknown liquid was found in the tube before with bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "1 tube pstii 4,5ml 367376 lot 8312733 is filled with unknown liquid before use. Liquid is transparent white and was seen in one tube in a 100 eps tray."

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for foreign matter with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and foreign matter was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unknown liquid was found in the tube before with bd vacutainer® lh pst¿ ii plus blood collection tubes. The following information was provided by the initial reporter, "1 tube pstii 4,5ml 367376 lot 8312733 is filled with unknown liquid before use. Liquid is transparent white and was seen in one tube in a 100 eps tray."